Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer calling back to report that insulin leaked into reservoir compartment, motor and piston area. Customer's blood glucose was 117 mg/dl. Customer also reported that there was a constant tone coming from insulin pump. Customer was advised that insulin pump would need to be replaced.